Manufacturer narrative:
Approximate age of device: 1 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was expired on (B)(6) 2018. Per clinical consultant, the patient experienced a hemorrhagic stroke in (B)(6) 2018. The anticoagulant therapy was temporary stopped from (B)(6) 2018 to 2018. Cerebral CT scan showed increase in bleeding and anticoagulant therapy stopped again. Probable cause of death is due to a bacterial sepsis, with septic embolic events and systemic multi organ failure. Pump was stopped manually. The device will not be returned. The last logfile will be sent for review. There were no device issues associated to the outcome. No further information was provided.

Manufacturer narrative:
The device was not returned and not available for evaluation. A correlation between the device and the reported event could not be conclusively determined through this evaluation. The instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas and outlines recommended anticoagulation therapy and inr ranges. No further information is available. The manufacturer is closing the file on this event.